Event description:
The customer reported that during preventative maintenance testing by the user facility's biomedical engineer, the device delivered less than expected. There were no reports of any adverse events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Event codes- patient: 2645. Device: 2343. This report represents all the info known by the reporter upon query by hospira personnel.